Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a normal device change. Upon interrogation, low, out of range, pacing lead impedance was observed. The right ventricular (rv) lead was capped and replaced on (B)(6) 2021. The patient¿s condition was stable.